Manufacturer narrative:
Tandem¿s t:slim g4 user guide describes how to remove air from the cartridge using the syringe. The t:slim g4 cartridge user guide indicates that novolog has been tested up to 72 hours. Replace the cartridge every 72 hours if using novolog. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that an occlusion alarm occurred. Reportedly, the cartridge had been in use for 5 days. During the system check with tandem's technical support, there were no drops seen during fill tubing. Also, air bubbles were seen in the patient line and tubing. It was noted that the customer did not remove air from the cartridge. The customer's blood glucose level was 199 mg/dl and it was addressed with a manual injection. Recommendation was made to change all the supplies.